Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler functional display check failed. It was identified that the failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during the patient¿s peritoneal dialysis (pd) treatment. The cycler was rebooted, however the screen was still blank but the ¿ok¿ and ¿stop¿ keys lit up. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient reported that there were no issues with overfill and no injuries related to the reported event. The patient confirmed they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient reported they were able to complete prior peritoneal dialysis treatments using the cycler and reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment pending delivery of the replacement cycler, thus no treatments were missed. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.